Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "door won't latch" as a door not fully latched alarm was experienced. The alarm was caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump's door would not latch. It was also reported that there was no pt injury. During evaluation, it was found that the device alarmed door not fully latched.